Event description:
Philips received information from the customer reporting while positioning a patient for a CT procedure the couch would move out and down on its own. The field safety engineer (fse) confirmed there was no harm to a patient or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).